Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that suction did not work for cutter before intraocular lens implantation surgery. The surgery was completed on same day after replacing the product with new one. There was no patient impact.